Manufacturer narrative:
Product event summary: a secondary review of the data files took place. Based on the secondary analysis, it appears that there may have been a steam pop at lesion 28. The 60 second lesion showed good contact and appropriate temperature rise. At around 50 seconds, the ablation log shows an increase in impedance and a temperature drop, notably the distal thermocouples decreased in temperature while the proximal thermocouples maintained high temperatures. Other plots and ablation files do not appear to show steam pop characteristics. In conclusion, the reported steam pop cannot be confirmed with absolute certainty through data file analysis. However, an estimate of possible steam pop occurrence could be deduced based on the ablation log activity that was unlike other lesions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Referenced article: initial experience of temperature-controlled irrigated radiofrequency ablation for ischaemic cardiomyopathy vent ricular tachycardia ablation. Journal of interventional cardiac electrophysiology. 2023. 66; 551¿559. Doi: 10.1007/s10840-022-01158-4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. It was not possible to deduce that a steam pop occurred based on the data files, as the specifics of when the ablation with the steam pop was heard is not known. In conclusion, the clinical issues (tamponade, effusion, and perforation) as well as a steam pop occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product is not available for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, a steam pop was heard in the left ventricle. Shortly after, the patient's blood pressure dropped. A suspected perforation occurred leading to a pericardial effusion and cardiac tamponade. The case was aborted and the fluid surrounding the heart was drained. The patient was hospitalized overnight and recovered. No further patient complications have been reported as a result of this event.